Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the device was found to have internal wiring damage. The device was discarded by the manufacturer.

Event description:
During a case the tps handpiece cord caused the handpiece to run without engaging the trigger. The case was completed successfully with a back-up device. There was no patient or user adverse consequence associated with this event.

Event description:
During a case the tps handpiece cord caused the handpiece to run without engaging the trigger. The case was completed successfully with a back-up device. There was no patient or user adverse consequence associated with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.